Event description:
It was reported that the transformer of the compressor was defective and needs to be replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the transformer of the compressor was defective and needs to be replaced. The compressor transformer was concluded to be faulty on site by the field service engineer. The transformer of the compressor was replaced but not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturers ref: (B)(4).